Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced headache due to csf leak during epidural need access and leg pain. At this time, the headaches and leg pain has been resolved post-op.